Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2010 due to patient allegations of pain, altered gait and loss of range of motion. Legal counsel further reported that during the procedure, surgeon allegedly noted metallic debris. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-06074 / 06077).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6), 2010 due to patient allegations of pain, altered gait, and loss of range of motion. Legal counsel further reported that during the procedure, surgeon allegedly noted metallic debris. Additional information received in patient operative (op) notes indicates the patient underwent a two stage revision procedure on (B)(6), 2010 due to infection and metallosis. During the (B)(6), 2010 procedure, revision op report notes a loose femoral stem, metallic debris in the capsular structure, purulent-appearing material, and metallosis were observed. The head, cup, taper insert, and stem were removed (B)(6), 2010 with competitor products.